Event description:
Same case as: 6000093-2007-02059. It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The patient had a 2.75x12mm taxus express2 drug eluting stent placed in the circumflex (cx) and a 3.5x12mm taxus express2 drug eluting stent placed in the right coronary artery (rca). The patient was discharged. Three days post the initial procedure, the patient returned to the hospital. A catheter was placed and thrombus was discovered in both of the previously stented lesions. It was noted that the patient had not been taking their plavix. The physician placed bare metal stents and the patient was sent to recovery. Patient status reported as "recovery". Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.